Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that 'per linda - the only thing I know is the tap broke in the patients back." "The surgeon was tapping over a k-wire and got halfway down when the tap snapped. They were able to retrieve all but a small sliver of the tap with a xia removal set."